Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (expiration date, lot #), h4. Corrected: d1, d4 (catalog, primary UDI #). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h6: photo investigation: the product was not returned to depuy synthes, however x-ray were provided for review. The x-ray investigation revealed the nail was observed broken in two fragments from the locking screw area. No other damage was identified. The observed condition can be consistent with a component failure that was caused by exposure to unintended forces as mentioned on the evidence provided: fall onto l) hip ¿ nail breakage. However, the mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 130° l200 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 04.037.043s, lot: 42640p2, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 11 nov 2024, expiration date: 01 nov 2034. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. DHR review retrieved from (B)(4) as the impacted products share the same lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported a surgeon contacted the sales representative regarding tfna failures. Surgeon reports they have had "some" cases this year of early failure. To date, two cases of nail breakage occurred the allegation is that the nails experienced early failure and breakage. (B)(4) is related to (B)(4) which reports the second case. (B)(4) reports an original left comminuted intertrochanteric fracture occurred on (B)(6) 2025. Devices were implanted on (B)(6) 2025. Failure was detected on (B)(6) 2025. It is not known if or when revision surgery occurred. Mechanism of failure: fall onto l) hip ¿ nail breakage, approx 5mm distal to distal screw.